Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported an expired integra meshed bilayer wound matrix (ID imwm4101), was used in surgery/implanted. Expiration date was november 30, 2021. Product was still sterile and uncompromised. Product expiration date was not checked prior to opening. There was no patient adverse event reported, implant worked as designed when implanted.

Manufacturer narrative:
Integra meshed bilayer wound matrix was not returned for evaluation as the product was implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the likely cause that led to the expired product being used on the patient was the failure of the end user to confirm the product¿s expiration date, which occurred after the product had left integra¿s chain of custody. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The root cause of this complaint could not be definitively determined. The product could not be returned for failure analysis as it was implanted in the patient. The product was received by the end user on 12feb2020, approximately 21 months prior to the product expiration date of 30nov2021. Therefore, the likely cause that led to the expired product being used on the patient was the failure of the end user to confirm the product¿s expiration date, which occurred after the product had left integra¿s chain of custody.

Event description:
N/a.